Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen malfunctioned while adjusting settings; not staying on settings; operator was not able to modify and/or set parameters; touch screen continuously fluctuates. The customer reported patient involvement and no patient harm.